Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement as when tried to retract the fixation, the rv lead was unable to retract. Upon taking the lead out of the body, the presence of tissue in the screws were noted. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement as when tried to retract the fixation, the rv lead was unable to retract. Upon taking the lead out of the body, the presence of tissue in the screws were noted. This rv lead was replaced with the same model. No additional adverse patient effects were reported.